Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor exhibited undersensing. It was suspected the device had lack of tissue contact in the pocket. No intervention was performed. The patient was stable.